Manufacturer narrative:
Additional info: d4 (UDI number), d7, g5 (PMA/510k), h6 (results and conclusion codes) the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
A revision surgery was performed to remove a mobi-c device due to post-op heterotopic ossification.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress.

Event description:
Mobi-c p&f us : heterotopic ossification, device removal, and other serious device-related complication information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose, heterotopic ossification, device removal, and other serious device-related complication patient diagnosis, pre-implantation described by surgeon as, cervical disk degeneration c5-6, cervical radiculopathy with neuroforaminal stenosis at c5-6, mechanical pain due to cervical disk degeneration recalcitrant to all conservative care. Level where device implanted : c5-6. Level where event occurred: c5-6, c6-7. Additional information was requested. Investigation still in progress.